Event description:
Pt with ICD. While in hosp for ptca, carotid ultrasound performed finding bilateral blockages. Surgery performed in 2001 on left side. Surgery performed 3 weeks later on right side. Two weeks later pt with some light headedness, no energy and light sensitivity. Repeat carotid studies has shown the right side to have residual blockage. Two mos later pt states carotid studies showing improved carotid flow.